Event description:
The representative reported the following problem: one ventilator located in a hospital, was connected to a patient for few weeks. Few days ago the turbine stopped running and the vent alarm didn't operate (there was no written alarm on the screen and no audio alarm). The people in the hospital did notice that some thing is wrong and changed the vent on the patient. Manufacturers took the vent to the lab and looked into the memory of the vent and found out that there was nothing. The fault of the turbine was not written in the memory. Manufacturers started the vent and it started up and passed the self check when the turbine not running. Additional information: event date: 2003 event occurred in a hospital. Event description: the vent was operating, air was not coming out and no alarm. Accessory: hme; power source at time of event: ac; no patient harm.